Event description:
It was reported the pod appeared melted, corroded, had orange discolouration inside and had cracks in the outer shell. Additionally, the pod felt warm to touch. The pod was worn between 49 and 71 hours. The pod was subsequently removed, and the skin site appeared normal upon removal. The pod had not been exposed to solvents. No impact on blood glucose levels was reported. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.